Manufacturer narrative:
.

Event description:
It was reported that upon review of segm, atrial fibrillation with rapid ventricular response was noted. No programming changes were made. Subsequently, the patient received inappropriate therapy for supraventricular tachycardia. Programming changes were made. Patient will be monitored.